Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customers blood glucose (bg) level was impacted (500 mg/dl) the customer took a bolus to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.